Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause linked to device but unable to trace more specifically. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the rhino laryngo videoscope to the service center for a separate issue. During the device analysis, the olympus service technician indicated that foreign material was found inside the light guide lens. It was determined that the light guide lens needed to be replaced. There was no patient involvement.